Event description:
Per the clinic, the patient experienced moderate pain, with magnet dislodgement, following an MRI (1.5 tesla) on (B)(6) 2025. The patient's head was wrapped as recommended by cochlear. On (B)(6) 2025 minor bleeding at the implant site was reported. The patient was subsequently reviewed by the treating clinician, during which manual manipulation was performed and the magnet was repositioned back into place (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Correction: the initial MDR [6000034-2026-01027] submitted on march 19, 2026 was filed inadvertently. Magnet dislodgement was observed where there is no indication that the recipient is not receiving benefit from the device and no revision surgery was performed. The magnet was manually repositioned.